Event description:
It was reported that the light monitor would restart intermittently. Upon restarting, it would allegedly lose its settings and not recognize some of the accessories. The spo2 feature needed to be manually configured. No patient injury was reported.

Manufacturer narrative:
Ge healthcare investigated the reported issue and determined that the cause of the failure was due to the sram memory circuit or circuitry being located near the memory in the cpu board. The root cause for the fault could not be identified. The monitor was repaired and returned to the customer. No further actions are planned at this time.